Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Healthcare professional reported "exchange from textured to smooth due to concern with the product". Later, healthcare professional reported "malposition". This record is for the left side. Device was explanted and replaced and it will not be returned.